Manufacturer narrative:
Patient information unavailable. Medical history unavailable. Initial reporter information unavailable. No further information on the event could be provided, and the device was not available for return or evaluation. From the acuson acunav ultrasound catheter directions for use: adverse reactions. Adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. (B)(4).

Event description:
On (B)(6) 2020, a patient underwent a percutaneous transvenous mitral commissurotomy (ptmc) procedure. In order to perform a puncture of the septum, a safe puncture part was identified with the acunav ultrasound catheter, then an rf needle was applied to the puncture part to attempt ablation. However, ablation could not be conducted, as the rf needle cable was not connected to the power supply device. After connecting the cables and ablating again with the rf needle and performing a puncture of the septum, the patient's condition suddenly changed. The aorta had been accidentally punctured; the patient went into shock and required an emergency thoracotomy operation. The emergency operation was successful, and the patient was taken to the ICU. The patient had made good progress by (B)(6) 2020, and the next day was off intubation and moved from ICU to the general ward. The patient has recovered satisfactorily since then. No further information was available.